Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button had an intermittent connection. The cause for the failure was worn traces on the rear response button cable contact. The root cause for the worn traces is unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.